Event description:
Several axsym users have reported an increased frequency of probe crashes when using the axsym hbsag, cmv igg, core 2.0, folate, myoglobin, and troponin reagent packs. The probe crashes are most likely due to a defect in the reagent pack which leads to the separation of the flipper bar from the cap. If this defect is not detected prior to placement of the reagent pack on the axsym analyzer, a probe crash may result. An on-going investigation identified one of the kit assembly presses as the cause of the defect as it had a removable piece of tooling installed incorrectly. A correction has been implemented, so subsequent lots are not affected. No direct impact to patient management has been reported related to this issue. A product correction was issued and reported under 21cfr806 to the FDA chicago district on january 19, 2009.

Manufacturer narrative:
Axsym cmv-g reagent pack, lot # 66577m100, exp.date 6/30/09, axsym core u.s. Reagent pack lot # 66253m200, exp.date 1/23/10, axsym folate reagent pack, lot # 68537m100, exp.date 2/28/09, axsym myoglobin reagent pack, lot # 63493m200, exp.date 9/5/09, axsym troponin-I adv reagent pack, lot # 67320m100, exp.date 4/18/09, and lot # 67320m101, exp.date 4/18/09. Investigation in process, no method, results or conclusion can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Continuation of model: 4b47-20, lot 66577m100, exp. 06/30/09, mfg. 09/11/08; 8b88-20, 66253m200, exp. 01/23/09, mfg. 09/15/08; 3c81-20, 68537m100, exp. 02/28/09, mfg. 09/23/08; 3e43-20, 63493m200, exp. 09/05/09, mfg. 09/24/08; 2j44-22, lot 67320m100 exp. 04/18/09 mfg. 10/02/08; 2j44-22, lot 67320m101, exp. 04/18/09, mfg 10/06/08. Result: device component failure due to improper installation of the press plate on a universal press that was used to assemble the axsym reagent pack. The press plate was installed backwards, causing inadequate pressure to consistently secure the flipper bar to the reagent bottle cap. There were seven specific axsym regent packs (axsym hbsag lot 66495m100, axsym cmv igg lot 66577m100, axsym core 2.0 lot 66253m200, axsym folate lot 68537m100, axsym myoglobin lot 63493m200, axsym troponin-I adv lot 67320m100 and axsym troponin-I adv 67320m101) experiencing an increase in probe crashes in the field due to a separation of the flipper bar from the reagent cap which caused a failure of the reagent caps to open. An investigation determined the root cause of this issue was due to an improper installation of the press plate on the universal press. The press had been installed backwards causing inadequate pressure to consistently secure the flipper bar during kit assembly. Contributing to this issue, was the lack of error proofing for the press plate installation and the variability identified in the way personnel executed the flipper bar check. Corrective actions were identified and implemented to prevent future occurrences. The press plate was stamp labeled with "front" and "back" to facilitate proper installation. Additionally, (B)(4). Based on the investigation findings, the issue was identified only on the specified seven axsym reagent lots. The customers were instructed if they had any of the identified axsym reagent lots, they were to inspect the reagent pack for broken or improperly sealed caps, to manually open each bottle to ensure it opens properly, to close each flipper bar prior to loading and to discard any reagent packs that did not open properly. Patient results were/are not impacted as any potential failure to actuate prevents generation of results. This is the final report.